Manufacturer narrative:
(B)(4): a device was not returned for evaluation. If additional information becomes available a follow up submission will be sent.

Event description:
The patient used the clipper with general blade on himself on scrotal area and nicked skin. Medical intervention was necessary to stop bleeding. "Intervention unknown but due to nature of day surgery likely to be hernia repair."

Manufacturer narrative:
(B)(4) even though a device was not returned for evaluation it was noted by our manufacture that the clippers are not to be used by the patient but should be operated only by facility trained personal. The instructions for use reflects this.